Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined the transducer on the pain pcb is at fault.

Event description:
The customer reported that the ventilator is giving incorrect volumes and auto triggering, all the calibration passed except for the exhalation flow transducer which fails the calibration. It gives constant value when you try to calibrate but it does not move (the a/d value). No pt involvement.

Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba, installed in known good unit, powered on in service mode entered event log and notice multiple xdcr fault events recorded (2, 0, 36). Powered unit in ventilating mode with received settings and after 5 min of run in reported problem was duplicated unit alarmed xdcr fault occurred (2,0,36) perform xdcr calibration per service manual l2859-101 for pt802 failed at 36cmh2o should be between min 37 max 690 prev 37. Findings/root-cause: reported problem was duplicated and isolated to bad transducer. This issue is being addressed in an internal corrective action.